Event description:
Device analysis is provided.

Manufacturer narrative:
Discrepancies which are observed are the result of explant procedures. Due to lead damage, unable to perform complete range of analytical tests. Partial testing indicates no anomalies.